Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequences? If yes, please explain. No could you please specify what this number "z220007600" refers to? "Z220007600" is the lot number information provided by the reporter. Please provide the product code and lot number. The product code and lot number are unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that a patient underwent an intraocular lens suture of left eye procedure on (B)(6) 2025 and suture was used. During the procedure, the patient underwent surgery due to the absence of a crystalline lens in the left eye. When suturing the artificial lens during surgery, the suture broke after clamping the suture in the flat temporal region, and the surgical suture protocol was readjusted, affecting the surgical process. No adverse patient consequences were reported. Additional information was requested.